Event description:
A revision surgery occurred on(B)(6) 2020 due to dislocation. The surgeon removed the 36/+6 humeral cup and tried to replace it with a 36/+9 humeral cup, but the patient continued to dislocate after reducing the shoulder. The surgeon then re-implanted the original 36/+6 humeral cup with a +9mm spacer, for a total spacing of +15mm. The original surgery occurred (B)(6) 2020.